Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and the wall adapter became warm to touch. The customer's blood glucose level was 139 mg/dl. A replacement cable and wall adapter were sent to the customer to resolve the issue.